Manufacturer narrative:
By checking the sterilization charts of the lot#s involved, no anomaly was found, meaning that these components had been correctly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Smr reverse revision surgery due to low grade infection, performed on (B)(6) 2018. Previuos surgery performed on (B)(6) 2016. During previous surgery the following components had been implanted: -smr reverse humeral body short code 1352.15.005 lot# 1516007 ster. 1500391; -smr reverse hp liner short code 1365.09.010 lot# 1513732 ster. 1500338; -smr connector small r code 1374.15.305 lot# 1520479 ster. 1600020; -smr reverse hp glenosph. 40 mm code 1374.50.400 lot# 1514312 ster. 1500326; -smr uncement. Glenoid #small-r code 1375.20.005 lot# 1516951 ster. 1600029. During revision surgery, surgeon replaced the liner, the humeral body, the glenosphere and the connector. Event happened in (B)(6). Among the abovementioned components, only the humeral body and the connector are marketed in the USA.

Event description:
Smr reverse revision surgery due to low grade infection, performed on (B)(6) 2018. During revision surgery, surgeon replaced reverse liner (code 1365.09.010 lot# 1513732), reverse humeral body (code 1352.15.005 lot# 1516007), poly glenosphere (code 1374.50.400 lot# 1514312) and connector (code 1374.15.305 lot# 1520479) previously implanted on 22nd of march 2016. Glenoid metal back was instead left in situ. Surgeon happy with final stability of the implant. Among the abovementioned components, only the humeral body and the connector are marketed in the USA. Event happened in australia.

Manufacturer narrative:
Check of the sterilization charts: by checking the sterilization charts of the lot#s of all the components explanted, no anomaly was found on the overall number of components, thus confirming that components had been properly sterilized before being placed on the market. Event description + labels of components explanted were the only info received about this case. No x-ray images nor pictures of/explants available to be returned to limacorporate. (B)(4). None of the cases we could investigate was classified as product related. No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.